Manufacturer narrative:
The device was returned to smiths/ICU medical. The cassette locked but not latched error" problem was not duplicated. The unit was tested by operating the attach/detach cycle many times and the pump was found to be operating normally. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
Oracle ro 1230633: it was reported that the cassette locked but did not latch. No patient injury was reported.